Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd fusion 3b/3r/6v/5yg acdu w/hood waste leakage occurred outside of instrument. The following information was provided by the initial reporter: leaking beneath the sheath and watse containers. Unknown fluid. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Unknown. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Event description:
It was reported that during use with a bd fusion 3b/3r/6v/5yg acdu w/hood waste leakage occurred outside of instrument. The following information was provided by the initial reporter: leaking beneath the sheath and watse containers. Unknown fluid. 1. Was the leak contained within the instrument? No. 2. Was the leak in a customer accessible location? Yes. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Unknown. 5. What is the source of leak -- waste line or non-waste line? Unknown. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Correction: change in reportability. This complaint is no longer reportable.